Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. The lens had been cut into two pieces across the optic center. Viscoelastic was dried on the lens. No "black" mark was observed at the optic center. The lens was cleaned with klrp for further evaluation. A small, cracked area was observed on the anterior surface, which may have been interpreted as the reported complaint. The reported issue may have also been obscured by the cut across the optic center. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause could not be determined. The reported "black mark" was not observed. The returned lens had a small, cracked area on the anterior surface. This damage may have been interpreted as the reported complaint. The reported issue may also have been obscured by the removal damage (cut across center). Damage to the anterior surface may be cause by an instrument used to grasp the lens. If loaded correctly the anterior surface does not contact the plunger or the cartridge lumen. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, noticed a black mark in center of optic, did not appear to be a scratch. Appeared to be in the lens material. Subsequently the lens was removed during initial procedure and completed with unspecified replacement iol. Additional information received stating that, upon implantation, surgeon noticed a black spec or possible bubble in center of optic of lens. There was no patient harm.